Event description:
Dealer is stating that the back upholstery had ripped from wear and tear. Dealer also reported that their was animal hair in the caster bearings.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.